Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the heart block and four control knobs were contaminated, the ring cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard pad was scratched.